Manufacturer narrative:
(B)(4): the keypad rubber was found to be torn over the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The down arrow keypad button did not have normal spring back. The up arrow, down arrow and contrast keypad buttons were found to respond to button presses.

Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the "down" arrow button began to respond poorly on (B)(6) 2012, and it now barely responds. The keypad is now reportedly showing small tears in the rubber covering over the down button. This complaint is being reported based on the allegation of the unresponsive keypad button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.